Event description:
The facility reported to customer service a pump with air in line errors. It is unknown when this event occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 17 2007. Evaluation summary:the reported condition of air in line errors was confirmed as false air in line alarms. Inspection of the device found that cause of the reported failure was due to the air in line sensor being out of calibration as a result of a damaged air in line printed circuit board. The air in line printed circuit board was replaced and calibrated. The pump was returned to the customer fully operational. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA, which was opened in 2005.